Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, the insulin pump was received with corroded battery tube. No failed battery test, off no power alert, battery out limit alarm or weak battery alarms noted. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed off no power. The customer had been using a new battery cap for two days, but previous battery issues recurred. The customer stated that he inserted a new battery that only lasted a day. The customer explained that the insulin pump blanked out. The customer's blood glucose was 89 mg/dl. Troubleshooting was done. The customer confirmed that this was the second occurrence of the off no power alarm without a low battery warning. Advised that the insulin pump needed to be replaced. Advised that the customer could continue wearing the insulin pump until the replacement insulin pump arrived if she inserted a new battery. Advised that a replacement insulin pump would be sent. Nothing further reported.